Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No patient harm reported.

Manufacturer narrative:
The caller has declined returning the device for evaluation. If the device is returned for investigation, and significant information is identified in the investigation, a supplemental report will be provided.